Event description:
The patient entered the hospital with elevated blood glucose levels, elevated ketones and acidosis. The physician feels her condition was casued by an empty insulin cartridge. The patient disagrees and feels her condition was due to other medical factors.